Event description:
A customer reported that the unit was not holding suction. The timing of the event and patient impact are unk. Additional info has been requested, but not received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).